Event description:
It was reported by service report that the jack could not be pumped up. The customer could not determine if there was pt involvement or if there were adverse consequences to report.